Event description:
Customer reported that screen of pump was broken and unresponsive. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.